Manufacturer narrative:
Evaluation: a visual examination of the returned opened, used and damaged device confirmed the mandril wire has separated from the distal weld connection, resulting in the coil becoming elongated. The characteristics displayed along with the information provided suggest that the device met with resistance beyond its intended design, possibly due to patient anatomy and/or technique related. We can advise that per the attached caution label, it is stated; "withdrawal or manipulation of distal spring coil portion of wire guide through needle tip may result in breakage.

Event description:
During placement of a venous central catheter in the basilica vein, the wire guide separated during attempted removal, leaving a fragmented piece within the patient. Surgery was performed one week later to remove the separated portion.